Event description:
It was also noted that the patient engaged in twiddler's syndrome. The device was replaced due to elective replacement indicator (eri).

Event description:
It was reported that interrogation could be started, but when trying to program the pulse generator, telemetry was lost. One month prior, estimated remaining longevity was 9 months. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Final analysis found no output or telemetry due to normal battery depletion. The device functioned normally with a replacement battery, however measured battery data was lost when the battery voltage was reduced to 2.36 v. This was due to a discrepant integrated circuit. After replacing the integrated circuit, normal function ensued.